Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was discarded and not available for evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4) ¿ incomplete. Depuy mitek has been informed that the lot number is not available.

Event description:
It was reported by the sales rep that the customer's gryphon drill bit broke where the knob meets the shaft during a labral repair. The case was completed with another like device. No parts fell into the patient. There were no patient consequences or delays. The sales rep was not present during the case and could not provide any more details.